Manufacturer narrative:
(B)(4). Batch # m55t0f. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. (B)(4).

Event description:
It was reported that during a restorative proctocolectomy with ipaa procedure, the instrument was used for sewing anastomosis. Clips were not found; failure of the instrument. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.